Event description:
The patient was initially implanted with an alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2024. The patient became hypotensive after the alto main body graft was filled with polymer. The alto main body graft filled fully and there was polymer left in the syringe. There were no signs of polymer leak. The physician followed standard protocol as if there was a polymer leak. Epinephrine, benadryl and steroids were given to the patient. The patient was stable after the epinephrine, benadryl and steroids were given. The procedure was finished without any other complications. The patient was extubated and sent to the ICU for recovery. The follow up cta (computed tomography angiography) on (B)(6) 2024, found no bleeding, and all major vessels were open. The patient expired the next day for an unknown reason.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the death complaint is confirmed. It was reported by the representative that the patient became hypotensive after the polymer fill; however, there were no signs of a polymer leak-. The graft filled fully, and polymer was left in the syringe. The patient was stable after the epinephrine, benadryl and steroids were given and the procedure was finished without any other complications. There was conflicting information on the discharge summary. It was reported by the attending physician there was an anaphylactic reaction to the polymer intraoperatively. The patient was treated with the standard allergic reaction protocol, resulting in temporary improvement. The operative report did not record a polymer leak. It was confirmed by the surgeon that no polymer leak had occurred. The complaint is likely procedure related. Procedure related harms for this complaint are hemodynamic instability, abnormal blood loss, acute respiratory failure and cardiac arrest. The death was determined to be procedure related. The final patient status was reported as expired on postoperative day two. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. G3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was implanted with an alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2024. The patient became hypotensive after the alto main body graft was filled with polymer. The alto main body graft filled fully and there was polymer left in the syringe. There were no signs of polymer leak. The physician followed standard protocol as if there was a polymer leak. Epinephrine, benadryl and steroids were given to the patient. The patient was stable after the epinephrine, benadryl and steroids were given. The procedure was finished without any other complications. The patient was extubated and sent to the ICU for recovery. The follow up cta (computed tomography angiography) on (B)(6) 2024, found no bleeding, and all major vessels were open. The patient expired the next day for an unknown reason.